Event description:
The microject ambulatory infusion pump (model 200) malfunctioned during an intravenous infusion of hepatitis b immunoglobulin. The infusion was to be 300ml intravenously over 6 hrs at 50 cc/hr. When the pump was started (with the drug hanging on an intravenous infusion pole); within 45 mins, 250 ml was infused. The infusion appears to have run in free-flow without a controlled rate.